Manufacturer narrative:
D4: UDI no: this product code is not required to be registered with the FDA. The actual device was returned to the manufacturing facility for evaluation and the lot number is unknown. Visual inspection upon receipt found that the shaft had been fractured at the distal end. The total length of the actual device was measured and found that the distal segment missing was approximately 10mm in length. Magnifying inspection of the fracture found that the urethane outer layer had been diminished toward the fracture end with the core wire being exposed at the end. Electron microscopic inspection of the fracture revealed no defects. Electron microscopic inspection of the fracture cross-section revealed the generation of a dimple pattern. Functional testing was conducted on a current product sample of the visiglide guide wire. The product sample was subjected to repetitive 90-degree bending forces until it became fractured. Subsequent electron microscopic inspection of the fracture revealed that the generation of the dimple pattern on the flat fracture cross-section surface. The state of the fracture was observed to be very similar to that of the actual sample. The production lot number was not provided by the user facility, which prevented a meaningful review of production and complaint records. There is no indication that this event was related to a device defect or malfunction and the exact cause cannot be determined. Based on the on the investigation results it is likely that the actual device was caught and in this state, repetitive pushing and pulling manipulations were applied resulting in the fracture of the core wire. Terumo medical product (tmp) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported the visiglide device became fractured. Follow up communication with the user facility confirmed the following information: during the procedure, the distal segment of the actual device became fractured and remained in the bile duct; it was reported that the procedure was completed successfully; and it is unknown how the customer handled the fractured segment.